Manufacturer narrative:
(B)(4). Based on the available information, this event is deemed to be a serious injury. The event is considered misuse. Per the IFU, convex wafers are contraindicated in patients with a hernia. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported peristomal ulcer that developed in (B)(6) 2020. She was using a convex wafer and had a large parastomal hernia. She stated that it was located distal to the stoma, approximately 0.5 inch from the stoma. She was unsure of the cause but thought that it might have been from the leakage. The end user was currently being seen at the wound clinic and the ulcer was being debrided regularly "until it bleeds". Reportedly, slough was present. She estimated that it measured about 50mm long but could not provide width and approximately 25mm deep. It was also being treated with medihoney, calcium alginate with silver, maxisorb and/or duoderm extra thin. She called because she must change the wafer daily due to leakage. She was unsure if the wound care was interfering with a good seal. The patient continued to use the product. No photo is available at this time.